Event description:
Intermittent hemolysis unable to treat with platelet inhibitors or increasing heparin dose. Pump completely stopped working and was turned off. Stable on dobutamine and milrinone but then was in nonoliguric renal failure and so posted for change out.